Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she has received reservoirs recently and in the past that have contained air bubbles. The customer also indicated that the cannulas received have been bent. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer declined to troubleshoot for cannulas or reservoirs and would just like replacements sent. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.